Event description:
It was reported that during an open lobectomy, staples of the proximal part were unformed at the 1st firing. The device was fired on the interlobar tissue during a right upper lobectomy. Another device was used to complete the case. There were no adverse consequences to the patient. There was no an unexpected resistance at the firing. Reinforcement material was not used. The cartridge was blue.

Manufacturer narrative:
(B)(4). Information was not provided by the affiliate. Additional information was requested and the following was obtained: on what tissue type was the device used? At what location on the tissue? -lung parenchyma. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? -no information. Was the instrument fired across or near an existing staple line or clip? -no. Were any unexpected noises heard? -no. If so, when? Were any of the forces higher or lower than expected (closing or opening)? -no. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? -yes. Was there any difficulty removing the device from the tissue? -no. Is there any other additional information you would like to share about this device or procedure? -no. The analysis results found that the device (a) was received in good visual condition and inside its original package. The device was tested for functionality with the returned reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The analysis results found that device (b) was received in good visual condition and with a reload present. The reload was received fully fired. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired and cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A batch record review was performed and no anomalies were found during the manufacturing process.